Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection. Kestra engineering evaluated the returned therapy cable and observed animal bite damage to the cable caused the reported issue. The assure wcd patient handbook advises "do not allow children or pets to play with the assure system.".

Event description:
Patient reported service required error code r203c (hub device error).there was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.